Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, false pause episodes due to under-sensing of very small r-waves was reported. The physician decided not to make the recommended programming changes at this time as the patient is asymptomatic.